Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not eturned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while pulling-back the whole angio-seal evolution device at the last step of device deployment, there was no resistance felt, and device was pulled out of the artery. Hemostasis was achieved with manual compression. With visual inspection collagen was noted partially compacted at the end of suture, which was about three centimeters outside of angio-seal sheath. There was no anchor visible next to the collagen. Patient has cold tip of right foot, same leg where puncture closure was attempted. Patient has had same symptom before the procedure took place, anchor was most likely not causing this problem. The sheath size was a 6f. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed. The patient condition was stable and there was no patient harm. Additional information was received 06december2019: once it became obvious that hemostasis was not achieved, manual compression was applied.